Manufacturer narrative:
This follow-up #2 is being filed after additional information was received providing the serial number. Subsequently, block d4 and h4 updated accordingly.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply board was recommended for replacement to resolve the issue.

Manufacturer narrative:
Ge healthcare âs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block d4 serial: no information provided. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block h4 date of device manufacture: no information as serial# not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The unit was replaced and case resumed. There was no patient injury.